Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose level was 375 mg/dl. Insulin delivery was suspended due to sensor values. Sensor value that triggered the suspend event was 90 mg/dl. Suspend on low limit in sensor settings was 90 mg/dl. Blood glucose value associated with the triggered suspend event was below 90 mg/dl. The sensor will be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported that the sensor glucose level and blood glucose level at the time of the suspend had a big difference, sensor glucose was below 90 mg/dl and blood glucose level was 385 mg/dl.

Manufacturer narrative:
Inspected one opened/used sensor and performed continuity resistance test and sensor failed test. Found cannula bent unable to confirm customer received sensor in said condition due to customer returned opened/used.